Manufacturer narrative:
The lead complained about was not returned for analysis. Therefore, this report only refers to the analysis results of the returned ICD.

Event description:
Ous MDR - it was reported that the patient had received several inappropriate shocks in quick sequence and briefly after a surgical thorax operation (8 days). During interrogation, sensing, impedance, and pacing threshold could not be measured. The shock impedance was 69 ohm. Since the ejection fraction of the patient has normalized unexpectedly and since there was no longer an indication for an ICD, the device was explanted and the lead deactivated. No unexpected deterioration of the patient's state of health was reported. The implant date was not provided.